Event description:
Entuit tube placed (B)(6) 2018. Retention balloon inflated. Feeds per tube initiated (B)(6). (B)(6), pt with severe abd pain, CT showed migration of tube outside of stomach and balloon deflated. Pt to operating room for peritoneal lavage. Resulted in peritonitis/sepsis. Pt made dnr and expired (B)(6) 2018.